Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative (rep) reported on behalf of a patient that a power on reset (por) occurred and that therapy had stopped. The event was noted to have occurred on (B)(6) 2015, and it was noted that the patient had gone through airport security, and also had radiation treatment. The patient had contacted the rep on that date to report that their stimulation had stopped, but that they had been charging regularly. The rep was able to clear the por, but had to reset the date and time. A warning message about battery life also displayed, but therapy resumed after the por had been cleared. The issue was considered to be resolved. No patient symptoms were reported, and the indication for use was complex reg pain syndrome type ii. A supplemental report will be submitted if additional information is received.